Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 01 02 did not open. A technical support specialist (tss) had customer log out completely and resign in then the customer was able to issue medication. This issue was related to the known product incident (pi) 55845. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open and unable to issue med. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.